Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in spain alleged 4 samples generated discrepant results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to other test methods (genexpert and/or cfx). No harm or injury was indicated. An investigation was performed. Four mdrs will be filed, one for each patient, per FDA guidance.

Manufacturer narrative:
A review of the provided data was unable to confirm the customer's allegation of false results for run ids 925 and 937, which were negative in the data. Run ID 926 was a true positive result for sars-cov-2, with a CT value near the limit of detection of the test. The data for sample 4 was not in the provided dataset, so no analysis or conclusions could be made for this sample. No issues were identified with the complaint kit lot or the cobas liat analyzer during the investigation. Facility name (B)(6). (B)(4).

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. (B)(4).